Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced had high blood glucose levels of 32 mmol/l and bent cannulas on the infusion sets after insertion. It was reported that the customer treated with insulin pump but it the blood glucose levels were not going down. Troubleshooting was performed. The customer was advised to change the infusion set. The device will not be returned for analysis.